Event description:
The field engineer reported that the left monitor would intermittently lose the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer was able to clear the problem themselves. No service was required.